Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Once in the laa with a pigtail catheter, an angiogram was performed. Upon reviewing the angiogram and comparing echo images, a 35mm device was chosen and deployed. Post measurements ranged from 28mm to 30mm. Release criteria was met and the device was released. Upon release the device immediately rotated 90 degrees in the laa. The device was attempted to be snared. The was sheath was removed, and a 16f non-boston scientific sheath was inserted followed by the was sheath. Once in place across the septum, a 27mm-45mm snare was used to attempt to snare the device. In the process, the device embolized to the left atrium. They continued to attempt to snare the device until it got lodged in the mitral valve. The patient's hemodynamics remained stable throughout. The patient was immediately taken to surgery for successful removal of the device and surgical closure of the laa. The patient was extubated and is reported to be doing well and was discharged.